Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer called in to report that the insulin pump alarmed for button error. The customer saw a doctor due to feeling bad and having a fever along with congestion. Bolus history in the insulin pump is missing boluses from today and yesterday. Customer mentioned that the buttons were pressed against something. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, off no power, unexpected restart error, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was programmed with multiple bolus deliveries and monitored. All of the boluses delivered completely their indicated amounts and were properly recorded in the bolus history screen. No max bolus alarm was noted. All of the buttons functioned properly and no damage was noted on the keypad assembly. No button error alarm was noted. No unlocked keypad connector was noted. The insulin pump was received with a cracked case at a display window corner and a cracked reservoir tube lip.